Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions for elective replacement indicator. In (B)(6) 2017, the remaining battery life was noted to be 2-3 years. The device was explanted and replaced. The patient was not symptomatic and was stable before, during and post procedure.